Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) during analysis no anomalies were found. Visual analysis noted that there is blood/body fluid in the proximal conductor (not obstructed) and in/on the helix/lobe mechanism and the outer insulation is cut. Damaged at implant.

Event description:
It was reported during implant attempt, that they don't have stimulation with this lead in spite of a screwing effective of the lead on the septum and the apex. The device was not used. There were no patient complications reported as a result of this event.